Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately erratic. The patient reported blood glucose results of "135, 100 and 119 mg/dl" with the subject meter, performed within 20 minutes of each other. The results fell within expected values for precision testing. The patient did not experience any symptoms or seek any medical attention because of the reported issue. This complaint was initially ruled out as a reportable event based on customer service troubleshooting because there was no indication that the subject meter caused or contributed to a serious injury. In addition, there was no evidence that the product malfunctioned. On (B)(4), lfs completed device evaluation on the test strips involved with this complaint. Investigation revealed that the control solution was above the expected range with the returned test strips. Lfs has also received the meter involved with this complaint on (B)(6) 2012; however testing has not been completed at this time. This complaint is now being reported due to the failed test results with the returned test strips.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found; the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.